Event description:
It was reported that an ilet pump exhibited screen delamination during normal use, allowing visibility into the internal components of the device, while a second ilet in the household was unaffected. Symptoms included no reported adverse clinical effects. Outcomes included a device replacement and guidance to shut down the affected unit, sync data to the mobile app, and continue glucose monitoring with dexcom if needed. Investigation included a review of the reported physical damage, verification of shipping and return logistics, and planning for retrieval of the device for evaluation. Investigation of this case revealed a compromised display assembly consistent with screen delamination affecting the pump¿s external enclosure and display component. It was concluded, based on previously established findings for similar reports, that the cause was component failure of the display assembly.